Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of non-sustained oversensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed on the lead and no signs of damage were observed. The physician hospitalized the patient and decided to deactivate the device due to the patient's improved medical condition, which was stable and will continue to be monitored.